Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported event was duplicated during functional testing. The downstream occlusion sensor was found to be contaminated, which is the cause of the reported issue. The downstream occlusion sensor was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly, reattach cassette error. There was no patient involvement, no patient injury was reported.